Manufacturer narrative:
The returned device was evaluated. During inspection, the radical-7 display shut down within a few seconds and 10-beep watchdog alarm was triggered. Internal inspection indicated the failure was due to a defective component (u21) on the instrument board. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device is switching off after short time. There was no known impact or consequence to patient.